Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Explantation is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event (explantation) is an established risk associated with use of the device, which is clearly specified documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a trabecular microbypass stent procedure, the patient underwent stent explantation and exchange with an intracameral implant in combination with a non-glaukos device. Reportedly, the patient presented four (4) days postoperatively with swelling, redness and discharge associated with endophthalmitis, and was advised to use antibiotic eye drops. Per report, the patient was referred to a retina specialist. The report noted that the surgeon is inquiring if this may be a "toxic anterior segment syndrome (tass) like reaction" to the intracameral implant, and a medical expert consultation has been offered. Additional information has been requested.